Manufacturer narrative:
Cormatrix has completed a review of all ecm raw materials, manufacturing and sterilization records associated with lot m16g1177. There were no deviations or non-conformances found during the review that could have caused or contributed to the reported event. The lot in question met all requirements for release. Explanted sample was returned to cormatrix for further analysis on (B)(4) 2016. Testing will be performed to confirm results initially reported by physician indicating that cultures taken on (B)(6) 2016 identified staphylococcus hominis subsp. As the organism present. Staphylococcus hominis is a coagulase-negative member of the bacterial genus staphylococcus, consisting of gram-positive, spherical cells in clusters. It occurs very commonly as a harmless commensal on human and animal skin and is known for producing thioalcohol compounds that contribute to body odor. Like many other coagulase-negative staphylococci, s. Hominis may occasionally cause infection in patients whose immune systems are compromised, for example by chemotherapy or predisposing illness. Physician identified sacral cyst on patient that had ruptured at same time as identified wound infection. Physician also noted that patient perspired profusely and dressing(s) were frequently compromised at follow-ups. Cormatrix is currently preparing the sample for further analysis, and no additional information is available at this time and a device related root cause cannot be established at this time. The attending surgeon reports that they do not believe that the reported event was related to, or caused by the cormatrix cangaroo device. Cormatrix will submit a follow-up report with any evaluation results.

Event description:
It was reported that a cangaroo ecm envelope (cmcv-009-xlg, lot# m16g1177) was implanted on (B)(6) 2016 in a (B)(6) male patient following a 1-1/2 minute soak in 500cc normal saline and 1gm vancomycin. Patient notified office on (B)(6) 2016 that there was a pea-size opening in the incision in the middle/distal aspect. There was no reported drainage, redness, or swelling. Incision was cleaned with betadine and covered with a 2" x 2" pad. Patient started on bactrim ds (2x/day for 7 days). Wound culture sent to lab. At initial wound care appointment, patient's dressing was wet with perspiration. The patient developed a cyst in sacral area that ruptured about the same time this site became infected. The attending surgeon did not believe the event was related to, or caused by the device. On (B)(6) 2016, rifampin 300mg was started. Wound culture revealed staphylococcus hominis subspecies. Patient was followed for several weeks by physician office and infectious disease and device was subsequently explanted on (B)(6) 2016. At explant, physician described pocket as having small amount of purulent drainage and the posterior edge as being necrotic.

Manufacturer narrative:
The sample was evaluated and the results are as follows. The provided tissue sample presents a low degree of remodeling. The majority of cellular infiltration appears to be immune cells. No neovascularization and minimal ecm remodeling was seen. There appears to be limited remodeling activity at the ecm-tissue interface, but minimal cell infiltration of most of the implanted ecm is presented. The increased number of immune cells, increased number of red blood cells and occluded vessels suggest a high degree of immune activity in these regions. These observations agree with the wound cultures describing infection of the native tissue. All tissue samples presented less than expected remodeling for this timepoint. The instructions for use for the cormatrix cangaroo ecm envelope (art-20524b) lists infection under potential complications. The device related root cause for the infection cannot be determined as the lab cultures indicate a skin related flora for the bacteria, and the attending physician has indicated that they do not believe the event was related to the cormatrix cangaroo device.